Event description:
The customer reported the system would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep contacted the customer and instructed them to reset a circuit breaker. The system rebooted and operates as intended.